Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data revealed records of call service 064-0008 and 078-0008 alarms on the date of the alleged issue. On investigation, the pump powered on normally and rewind, load and prime steps successfully completed. The pump was exercised for 12 hours without the occurrence of any alarms, warnings or errors. Investigation did not duplicate the complaint.